Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the end of the bd insyte¿ autoguard¿ shielded IV catheter split apart. The following information was provided by the initial reporter: "they were shredding at the end of the needle."

Event description:
It was reported that the end of the bd insyte¿ autoguard¿ shielded IV catheter split apart. The following information was provided by the initial reporter: "they were shredding at the end of the needle."

Manufacturer narrative:
H.6. Investigation: a sample was sent in for review however it is unable to be located. Should the sample be located there will be an investigation performed. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.